Event description:
Healthcare professional reported a right side swelling and capsular contracture baker grade ii-iii. Device has been discarded and replaced with another manufacturers device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Healthcare professional reported a right side swelling and capsular contracture baker grade ii-iii. Device has been discarded and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device as per the investigation procedure broken device assessed as surgical damage, missing shell assessed as inconclusive and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side swelling and capsular contracture baker grade ii-iii. Device has been explanted.